Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales representative then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on (B)(6) 2024 states that the patient expired on (B)(6) 2024. Additional information received on (B)(6) 2024 states that the cause of death is hematemesis, cardiogenic shock, ventricular tachycardia, and stemi. The patient had a past medical history of chest pain and stemi. After the defect was found, the patient received a different therapy via an impella device for 4 days prior to their death. The physician does not declare that the defect caused or contributed to the patient's death. **associated to mdrs #3010532612-2024-00051 and 3010532612-2024-00057.

Manufacturer narrative:
(B)(4). The reported complaint for iab leak suspected was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the one-way valve was tethered and connected to the short driveline tubing (inp-5). The iabc bladder was fully unwrapped (inp-6). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip (inp-6, inp-7). Bends to the iabc central were noted at approximately 39.4cm and 69.1cm from the iabc luer end (inp-8, inp-9). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen (inp-7). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end (anp-1, anp-2). The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen (inp-7). The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. Blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales representative then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on 26 jan 2024 states that the patient expired on (B)(6) 2024. Additional information received on 06 feb 2024 states that the cause of death is hematemesis, cardiogenic shock, ventricular tachycardia, and stemi. The patient had a past medical history of chest pain and stemi. After the defect was found, the patient received a different therapy via an impella device for 4 days prior to their death. The physician does not declare that the defect caused or contributed to the patient's death. **associated to mdrs #3010532612-2024-00051 and 3010532612-2024-00057